Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery in which rhbmp-2/acs was implanted. As per operative notes,¿the transverse process of l3, l4, l5, and the ala of s1, along with the lateral aspect of the facets of l3 through s1 were now decorticated with the high-speed bur. A 40-mm contoured rod was now placed into the polyaxial heads, with the screws in l3, l4, l5, and s1, and then were held in place with the cap, which was torqued at all levels. 60 ml of cortical bone was now placed into the lateral gutter, extending from the transverse process of l3 through the ala of s1. This was then followed by insertion of bone matrix, rolled in bmp, and placed again on top of the cortical bone, extending along the gutter from l3 to s1. After this had been completed, the area over was covered with a dry lap, and then I approached the right side.¿ the patient tolerated the procedure well without any intraoperative complications.